Event description:
It was reported that "hospital reported that our skin stapler got issues cannot work to close the wound". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned stapler revealed that the staples appeared to be severely misaligned. Of these misaligned staples, 8 staples were observed to be pointed toward the proximal end of the stapler. The sample was returned with 10 staples remaining in the cover block, indicating that at least 25 staples were fired by the end user. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. Dimensional inspection was not required as a part of this complaint investigation. A functional inspection was performed on the returned sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first two staples misfired. To simulate insertion into the skin, an attempt was made to fire the remaining staples into the simulated skin p ad. Upon full engagement of the trigger, one staple misfired into the skin pad. Another attempt was made, and the remaining staples began to stack inside of the cover block causing the stapler to jam completely. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. Per DHR the product visistat 35r 6/box lot # 73a2300516 was manufactured on 01/17/2023 a total of (B)(4) pieces. Lot was released on 02/01/2023. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The sample was returned with its staples severely misaligned. Of these staples, 8 staples were observed to be pointed toward the proximal end of the stapler. The root cause of the staple misalignment could not be conclusively determined. A nonconformance was initiated to further investigate this complaint issue. The complaint of misfire/jamming - misaligned staples was confir med based upon the sample received. Visual examination revealed that the staples appeared to be severely misaligned. Of these staples, 8 staples were observed to be pointed toward the proximal end of the stapler. Upon functional inspection, multiple staples misfired before the stapler jammed completely. The root cause of the staple misalignment could not be conclusively determined. Teleflex will continue to monitor and trend on complaints of this nature.